Manufacturer narrative:
Sample collected in a 5ml edta vacutainer tube. Samples were less than one hour old and stored at room temperature. The coulter lh 750 hematology analyzer was within qc specifications with respect to controls and reproducibility. Controls are run once per shift. Controls were run both before and after this event. Samples were rerun to confirm back to the last acceptable control run. Field service confirmed the coulter lh 750 hematology analyzer met specifications on (B)(6) 2008. Raw data analysis was performed. This analysis indicated that this sample had a low white blood cell (wbc) count. When the number of wbc event is low, the statistics of the population in the sample may not be reliable for flagging. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events. This MDR represents event 4 of 5 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-00476, 00477, 00478, 00498.

Event description:
On (B)(6) 2008, customer reported erroneous differential results with no instrument generated flags for blast cells, when using the coulter lh 750 hematology analyzer. Erroneous differential results were obtained and reported out of the laboratory on (B)(6) 2008. The results were determined to be erroneous based on the results of a manual differential with 19% blasts. The manual differential was requested by a physician. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 5 of 5 events reported by this customer.